Manufacturer narrative:
(B)(6) 2016: the reference samples were visually inspected and tested for flow, leak, static pull of tubing-tubing connector/pcc and ventilation to pcc. All test results were within specifications. The batch record # (B)(4) was verified and found it within specifications. Based on the investigation and test results the claimed failure can not be confirmed. If new information becomes available the complaint will be re-opened and appropriate actions will be taken. Clinical evaluation (B)(6) 2016: new information: the patient did not follow any sick day plan even though patient was sick with the flu. This will establish a higher blood glucose level than normal due to the immunological response. The combination of interrupted flow due to detachment of the tubing and patient being sick without adjusting insulin administration will result in a higher blood glucose level than if patient was not sick. No new information regarding length of hospital stay or medical intervention has been made available since the first evaluation ((B)(6) 2016). Clinical evaluation (B)(6) 2016: the mother of patient reported that the tubing disconnected from the quick release during the night. Patient was suffering from the influenza and there is no information available if patient was following sick day plan or if no correction was made due to illness. Illness and no infusion of insulin will result in high blood glucose level. The mother of patient reported patient was vomiting but there is no information regarding whether vomiting was due to illness or diabetic ketoacidosis. Patient was admitted to hospital where patient went into cardiac arrest. Information available concerning medical intervention described that patient received IV fluids. There is no information regarding length of hospital stay and no information of any clinical consequences due to the event is reported. No used set has been returned for testing.

Event description:
(B)(4). A male diabetic patients mother reported that the tubing disconnected from the quick release during the night. No exact time of detachment reported. Patient was suffering from the flu and was vomiting. The patient did not follow any sick day plan even though patient was sick with the flu. No information regarding whether vomiting was due to illness or diabetic ketoacidosis. When the mother went in his room in the morning she noticed the pump was laying on the bed and the tubing disconnected. The patient fell out of the bed and he was incoherent. On (B)(6) 2016 in the morning the patient was hospitalized (B)(6) where patient went into full cardiac arrest. The blood glucose level was 1700 mg/dl at time of emergency room visit. Patient was not wearing pump at the time of the emergency room visit. Cause of emergency room visit as per hcp: full cardiac arrest. Information available concerning medical intervention described that patient received IV fluids. There is no information regarding length of hospital stay and no information of any clinical consequences due to the event is reported. No used set has been returned for testing. No further information available.